Manufacturer narrative:
On 1/16/2019, the date of event was clarified/corrected to (B)(6) 2018. As such, date of event has been corrected from (B)(6) 2018 to (B)(6) 2018. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During cavotricuspid isthmus ablation at 30 watts, the physician noted a steam pop and the patient's blood pressure promptly dropped. Cardiac tamponade was confirmed by transthoracic echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. It is unknown if any other interventional steps were taken. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Should any new information be obtained it will be assessed and processed accordingly.